Event description:
It was reported by a pt that post a coronary drug eluting stenting treatment procedure, they were experiencing chest pain. The pt reported that immediately after having taxus express2 3.0x 12mm drug eluting stent placed, they began to experience chest pain in their breastbone area. They followed up with their cardiologist. The cardiologist did not have an explanation for their. They were initally diagnosed with pericarditis and when that didn't resolve they were diagnosed with costochondritis. They were prescribed motrin which was not effective and also sublingual nitroglycerin which did not help with the chest pain. A CT scan, an echocardiogram, which they canceled. They do state that nickel earrings cause a rash if they wear them. The cardiologist is waiting for an evaluation from an allergist to determine if he feels this is stent related. According to the pt, they cannot see an allergist until july.